Event description:
It was reported that the device was found in backup mode. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.